Event description:
Patient reported left side "implant ruptured, confirmed via mammogram and ultrasound, and also mention recall." Healthcare professional later reported "implant with lobulated contour, 3-4 mm capsule, with evidence of encapsulation and a scarce peri-implant seroma of up to 4 mm". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii/IV, seroma, anxiety-product/procedure.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2013. Clarification to h6 adverse event problem: per additional information from physician regarding reason for removal and review of the events by abbvie medical safety, a0412 material rupture and e0307 seroma are being un-reported. The event of "fluid discharge" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV; "silicone permeability"; "exudate from the implant" additional, changed, and/or corrected data: a2, b3, b5, b6, b7, d6b, g2, h6, h11.

Event description:
Patient reported "one implant ruptured" and mention recall. Healthcare professional later reported left side "evidence of encapsulation and contracture" baker grade IV, "there is no visible rupture, but there is exudate from the implant that can be felt when palpated", and "double capsule, calcifications, and silicone permeability". Device has been explanted.